Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The guidewire was reportedly discarded and not available for the manufacturer's investigation. Investigation of the production record could not be conducted as no lot information was available. Based on the provided information, it is presumed that rotational and/or pushing-pulling force exceeding the product's design limit might be inadvertently given to the guidewire while its distal tip was trapped by the target lesion or vessel. Although lot history review could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of product deficiency. The IFU states: -[warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; -[warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; -[warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, -[malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, the tip of an asahi guidewire fractured during an attempt to cross an occluded anterior tibial artery. It was unable to retrieve the wire segment from the patient.